Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a left total hip arthroplasty procedure on (B)(6) 1991. A custom component was requested for the patient and a revision procedure was performed on (B)(6) 2015. The reason for the revision procedure was due to pain.